Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #). Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: d4, g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that patient alleged when she tried the device on for the first time, the device was so tight, it pulled out the crown on her lower left molar. The patient is going to see her dentist to replace the crown.